Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on radius side assessed, as surgical impact opening shell thickness within specification. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: observed, stress marks on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side "exchange with no complaint against the device". Healthcare professional, later reported, rupture. Found at time of explant with a capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture capsular contracture.

Event description:
Healthcare professional reported "exchange with no complaint against the device". This record is for the right side. Device has been explanted. Later, healthcare professional by called to reported ruptured found at time of explant with a capsular contracture baker grade iii.